Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to advance and remove; however, the reported irregular texture is likely due to operational context. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The two nc traveler devices referenced in b5 and d10 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery that was both moderately calcified and tortuous. After crossing the mid lesion with the hi-torque pilot guide wire, the 3.5x12mm nc traveler was used for pre-dilatation. Resistance was met during advancement and removal on the guide wire. After stent deployment, a 4.0x8mm nc traveler was used for post-dilatation. The same resistance was found during advancement and retraction and the balloon became stuck on the bmw guide wire. Both the balloon and guide wire were removed together from the guide catheter to prevent damaging the artery. After removal of the devices, based on the tactile feel of the guide wire, it was thought that the nc traveler balloon was catching the guide wire firmly and was removing hydrophilic coating on the guide wire. There was no reported clinically significant delay in procedure. There were no adverse patient effects. No additional information was provided.